Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was a level that was displayed as ¿high¿; however, a specific value was not provided, and the meter bg reading was 48 mg/dl. As a result of the increased basal, customer's blood glucose (bg) lowered to 30 mg/dl. Due to the bg level the customer fell and hit head. Customer went to the emergency room and was admitted into the intensive care unit. Customer was treated with intravenous fluids of saline and CT scan. At the time of the report with tandem technical support, the customer was still admitted to the hospital with no known damage. Customer declined further assistance from tandem technical support regarding the issue. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.